Event description:
Caregiver alleged repeated air-in-line alarms and was unable to infuse medication.

Manufacturer narrative:
Product number 340-4114, lot number d100319 is currently under recall z-1440-2011.